Event description:
(B)(4).

Manufacturer narrative:
Initial rptr was contacted by telephone 10/20/2010. Initial rptr did not have much info related to pt nor procedures in use on the floor. She did not doubt that the apparent weak battery connection, or connections as there are three batteries, could have resulted from the staff changing the batteries by using a tool of some sort. She also agreed to try and obtain answers to some questions asked and to return the alarm for examination. The pt was new (day of the event or one day earlier) to the facility when this event took place. He was in this long term care facility because of a previous fall which had resulted in an earlier femur fracture. As of the date of this filing, 10/29/2010, neither the answers nor the device have been rec'd. The product insert does state: "test alarm daily to ensure pt safety." If the testing were in fact done, there is reason to believe the reported weak battery contact might have been detected and the alarm would have been replaced or the contact adjusted.